Manufacturer narrative:
The biomedical engineer (bme) reported that the primary monitor for the central nurse's station (cns) went blank, then the secondary monitor was magnified to the point of not being able to view patient data. Patient monitoring was disrupted for approximately 10 minutes. Wiggling the cables resolved the issue and the displays have been working normally since. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 09/30/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the primary monitor for the central nurse's station (cns) went blank, then the secondary monitor was magnified to the point of not being able to view patient data. Patient monitoring was disrupted for approximately 10 minutes. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the primary monitor for the central nurse's station (cns) went blank, then the secondary monitor was magnified to the point of not being able to view patient data. Patient monitoring was disrupted for approximately 10 minutes. Wiggling the cables resolved the issue and the displays have been working normally since. No patient harm was reported. Investigation summary: the issue was most likely caused by an intermittent or loose display cable connection between the cns and the monitors. Manipulating the cables restored normal display function. No device malfunction was confirmed, and the issue could not be reproduced after resolution. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/15/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 09/30/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the primary monitor for the central nurse's station (cns) went blank, then the secondary monitor was magnified to the point of not being able to view patient data. Patient monitoring was disrupted for approximately 10 minutes. No patient harm was reported.